Manufacturer narrative:
The customer¿s report that the set came apart and leaked at the upper blue fitment was confirmed to be a separation at the silicone pump segment. Visual inspection confirmed that the separation occurs between the silicone pump segment tubing and the lower fitment. The expected retainer ring was not present and further inspection of the separated silicone segment end observed no evidence of a retainer ring indentation indicating that the retainer ring was not assembled onto the set. The silicone pump tubing was found to be within measurement specification. Functional testing could not be performed due to the set¿s separation and obvious leaking that would occur due to the separation. A device history record for model 2420-0007 with lot number 20013162 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 21jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was a misassembly of the received set during the manufacturing assembly process.

Event description:
It was reported that the tubing set separated at the safety clamp. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing set separated at the safety clamp. Although requested, additional information was not provided.